Event description:
On 9/20/94 an aus device was implanted. On 1/31/95 the cuff and pump were revised and tandem cuff implanted. The tandem cuff was removed sometime in 1995 due to erosion. On 9/9/97 a tandem cuff was implanted due to recurring incontinence.